Manufacturer narrative:
Image analysis: two still images were received for analysis. First image depicts an onyx frontier delivery system coiled on a table. Kinks are evident to the hypotube. Second image depicts the balloon post-deployment. The balloon folds appear expanded. Product analysis: the device was returned with the balloon folds in a post inflated state. The balloon failed the negative prep test. Upon pressurisation of the device, liquid was observed exiting the balloon distal cone, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, inflation difficulties and a balloon leak occurred during balloon inflation. The lesion being treated was a mildly tortuous, non calcified lesion with 75% stenosis in the right coronary artery (rca) no.3. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a non medtronic balloon. The device did not pass through a previously deployed stent. There was no resistance when delivering the device. Excessive force was not applied during delivery. The device was not repositioned in the lesion while inflated. Proximal to the lesion at rca segment 3, there was no lesion, no previously implanted stent and no calcification. The issue occurred on the first inflation at approximately 10 atm and the pressure appeared to stop increasing after the first inflation was started. When inflation of onyx frontier was initiated at segment 3, it was confirmed that at around 10 atm the balloon was not fully inflated and contrast agent was leaking slowly. Because the stent expanded, it was not possible to retri eve the stent so it was implanted. Post expansion of the stent was performed using a high-pressure balloon. No further patient complications have been reported as a result of this event.